Event description:
Hcp reported the pump was explanted and returned to the manufacturer for analysis after an implant time of 22 months. A follow up report will be sent when additional imformation is received.